Event description:
Argon laser trabeculoplasty (alt) procedure performed on pt's left eye in 2002. A surgeon implanted the express mini glaucoma shunt device in pt's left eye in 2003, with no complications noted. The pt experienced hypotony 1 day post-opertively, iop 5 with flat anterior chamber. Refilled with viscoelastic. 1 day later iop 14 with flat ac. Refilled ac with viscoelastic. The next day iop 22 with flat ac. Refilled ac with viscoelastic. The next day iop 24 with flat ac. Refilled ac with viscoelastic. Aqueous misdirection or malignant glaucoma suspected. Aspiration of vitreous via pars plana. Malignant glaucoma diagnosed. 2 days later iop 16 with flat ac. Referred pt to specialist who concurred probability of aqueous misdirection and that mature cataract had developed. Surgery scheduled to do a lensectomy and vitrectomy to establish normal aqueous passage. No further info is available at the time of this report.